Manufacturer narrative:
Reported event of failure to interrogate was not confirmed. Visual inspection of the device found the outer and inner helix to be within specification. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly. Device was able to interrogate throughout the whole analysis.

Manufacturer narrative:
Correction: indicate that a device history record review was performed. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that during the implant of a right atrium leadless pacemaker (ralp) that there was loss of communication with the ralp. The electrocardiogram cables were moved and replaced with no improvement. The ralp was removed and a new ralp successfully implanted. The patient was discharged following the procedure.